Event description:
Revision surgery at 2 years and 9 months for knee instability and patellar pain. The surgeon inserted a 2mm thicker liner and resurfaced the patellar bone successfully.

Manufacturer narrative:
Batch review performed on 25 october 2022: lot 1906098: (B)(4). Expiration date: 2024-08-20. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs manager: 2.5 years after primary cemented tka, the patient complains about anterior knee pain and instability. The problem is solved at revision by inserting a thicker inlay and resurfacing the patella. It appears to be a typical case of disease progression and secondary ligament laxity. No reason to suspect a faulty device.